Event description:
It was reported that during the right knee meniscus repair surgery, after the fast-fix 360 t1 was implanted, t2 was deployed simultaneously, t1 remained in patient and t2 was removed using tweezers. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H11: h2: corrected data on: h6 (health effect - impact code).

Manufacturer narrative:
H6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel with the actuator bar under the implant instead of behind as designed. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it does not cycle as designed, the actuator bar will not retract to behind t2. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.